Manufacturer narrative:
This complaint is recorded by zimmer biomet under cmp-(B)(4). Review of the most recent repair record identified the following related repair: tech found that the unit was running erratically and they replaced the motor. The unit was tested, calibrated, and returned to the customer. Review of the device history record identified no deviations or anomalies during manufacturing. The device is used for treatment. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during an unknown time the device made a strange noise when hooked to nitrogen source. It is unknown if there was patient impact or delay. During product evaluation it was found that the device was running erratically. Due diligence is complete and there is no additional information available.